Event description:
It was reported that the right ventricular (rv) lead had non-bipolar capture with high capture thresholds and low bipolar impedance measurements. Unipolar pacing polarity could not be used with the rv lead due to pocket stimulation at programmed outputs. The right atrial (ra) lead had an insulation breech, with a history of erratic pacing threshold. It was also oversensing and was observed to inhibit pacing which was reproducible with gentle manipulation of proximal lead segment near the connector pin. Both the rv and the ra leads were capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.